Event description:
Patient with intertrochanteric fracture of the right hip was in the or for attempted gamma nailing of the hip, when the drill bit broke. There was only one drill in the key-free set. The bit had to be retrieved and another drill was used. The broken drill bit appeared to break because it was fairly dull. We were able to get it out by over-drilling the screw hole with a 4-5 drill and then remove that. Also, we felt that because this was a young woman with dense bones, the drill may not have worked as well as it would on an older patient with less dense bony structure.